Event description:
The patient reports having terrible problems, her situation has worsened. She states she is having emergency problems, same as last year, but would not clarify further. The patient called the manufacturer representative complaining of increased tone. A dye study was done and was normal. The baclofen dose was increased and following this the patient complained of fluctuating symptoms. She was instructed by her physician to go to the ER, where she was admitted. The pump was interrogated and was fine, the patient had an MRI and the pump had restarted without problems. A spiral CT was done and was found normal. The patient continued to complain of increased spasticity and requested to have the catheter replaced.